Event description:
Patient had calcification in left iliac. Placement of the three aaa endovascular graft components was completed without complication. During ballooning of the contralateral limb, the iliac was ruptured with the molding balloon. The physicians discussed placing another iliac leg to resolve the rupture, but decided to convert the procedure to an open surgical repair. The endovascular device was explanted and another graft was sewn in. During the open procedure, the patient had to be resuscitated multiple times and also had to be given blood multiple times. The patient's current condition is unknown.

Manufacturer narrative:
Evaluation: if the coda balloon catheter is being utilized to expand a vascular prosthesis, the radiopaque markers should be used to ensure that the entire balloon is positioned within the prosthesis. Based upon the information provided, the rupture of the iliac may have occurred due to inflation of the balloon outside of the iliac leg graft.